Manufacturer narrative:
Concomitant medical products: non-cordis sheath (6f 90cm). Non-cordis balloon catheters (2*40, 4*40, 5*40), 6*40, 8*40). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5mm x 4 cm 155¿ saber rx percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inflated but it ruptured at 16 atmospheres (atm). There was no reported patient injury. A non-cordis balloon catheter was inflated and the procedure was completed. The lesion was the left common iliac artery to external iliac artery, which had severe stenosis. An approach was made from the left brachial artery with a non-cordis sheath. Initially, after an unknown wire crossed the lesion, a 2x40 non- cordis balloon catheter was inflated at the lesion, however it ruptured. Another 4x40 non-cordis balloon catheter was inflated. Then a saber pta was inflated but it ruptured at 16 atm. It was then followed by a 5x40 non-cordis balloon catheter which was inflated, however, it ruptured as well. A 7x60 smart stent was used. A 6x40 non- cordis balloon catheter was used for post dilation. Additionally, another 10x60 smart stent was implanted. There was severe calcification of the lesion, a little vessel tortuosity and 75 % stenosis. The device stored, handled and prepped per the instructions for use (IFU). The device prepped normally (i.e. Maintain negative pressure). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There were no kinks or other damages noted prior to inserting the product into the patient. The contrast media used was iomeron with a 1:1 contrast to saline ratio. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter, no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally. The balloon was not used for post-dilation. Since the balloon ruptured, it was not re-wrapped and was removed as it was. The balloon catheter did not kink while being used. The product was removed easily and was removed intact (in one piece) from the patient. There was no unusual force used at any time during the procedure. During the procedure, the physician was treating the same lesion. Other additional procedural details were requested but were unknown. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: a 5mm x 4cm x 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inflated but it ruptured at 16 atmospheres (atm). There was no reported patient injury. The lesion was the left common iliac artery to external iliac artery, which had severe stenosis. There was severe calcification of the lesion, a little vessel tortuosity and 75 % stenosis. The device was stored, handled and prepped normally (i.e. Maintain negative pressure) per the instructions for use (IFU). . There were no kinks or other damages noted prior to inserting the product into the patient. Non-cordis contrast media was used with a 1:1 contrast to saline ratio. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon was inflated normally and not used for post-dilation. The balloon catheter did not kink while being used. An approach was made from the left brachial artery with a non-cordis sheath. Initially, after an unknown wire crossed the lesion, a non- cordis balloon catheter was inflated at the lesion, however it ruptured. Another non-cordis balloon catheter was inflated. The saber rx pta was inflated but it ruptured at 16 atm. It was then followed by a non-cordis balloon catheter which was inflated, however, it ruptured as well. A 7mm x 60mm smart stent was used. A 6mm x 40mm non- cordis balloon catheter was used for post dilation. Additionally, another 10mm x 60mm smart stent was implanted. The product was removed easily and intact (in one piece) from the patient. There was no unusual force used at any time during the procedure. During the procedure, the physician was treating the same lesion. Other additional procedural details were requested but were unknown. The device was not returned for analysis as the device was discarded. A product history record (phr) review of lot 17678330 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, such as calcification and severe stenosis, may have contributed to the reported event as calcification is known to damage balloon material. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.